Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: brain avm embolization with onyx. W.j.van rooij, m. Sluzewski, g. N. Beute et. Al. Patient age; additional information: sex . This a supplement report. This onyx was previously reported in 2029214-2008-00257. Please reference MDR 2029214-2008-00257. MDR's related to this article: 2029214-2008-00257, 2029214-2017-00359, 2029214-2017-00360, 2029214-2017-00361, 2029214-2017-00362, 2029214-2017-00363, 2029214-2017-00364, 2029214-2017-00365, 2029214-2017-00366, 2029214-2017-00367 and 2029214-2017-00368. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during literature review that after post onyx embolization CT scan showed a large hematoma adjacent to the avm. A ruptured was caused by microcatheter or guidewire at the beginning of the procedure. The patient deteriorated rapidly and died 5 hours later. It was reported that patient with a 4.5 cm right frontoparietal avm (spetzker and martin grade iii) between (B)(6) 2000 and (B)(6) 2005, 44 patient with brain avms were embolized with onyx. There were 18 women and 26 men with a mean age of 42.4 years (median 44, range 14-71 years).